Manufacturer narrative:
As reported, the involved laparoscopic irrigation/aspiration needle, 16 ga, 5mm x 40cm length, single use, sterile, was not expected for evaluation, as the "used" device could not be returned from the (B)(6) to the united states due to customs regulations and contamination issues. In addition, no visual evidence (photographs) of the reported "detached needle" was provided by the end-user. Without the actual product, an evaluation could not be performed to verify the alleged needle detached and to determine the root cause of the reported problem. The device was manufactured on 06-jul-2015. Of the lot containing (B)(4) units, there were no similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. Also, a two (2) year review of the complaint history for this device showed a total of (B)(4) complaints for this reported issue, including this incident. Of these (B)(4) complaints, (B)(4) had returned device samples and evaluation of the returned lot samples was unable to reproduce the reported problem. Therefore, no manufacturing issues were able to be identified with any of the reported complaints. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported. The laparoscopic irrigation/aspiration needle is a 5mm laparoscopic aspiration and injection needle comprised of a proximal metal needle, attached to a metal handle which is attached distally to a one-way plastic stopcock with luer lock. The 5mm laparoscopic aspiration and injection needle is available in 16ga and 22ga sizes, having applications in gynecological laparoscopy, laparoscopic cholecystectomy and other laparoscopic procedures. To ensure proper function of the laparoscopic irrigation/aspiration needle and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: this instrument is not indicated for use by any person other than surgeons trained in endoscopic procedures. A thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Not returned to conmed corporation.

Event description:
The customer reported that during use of the laparoscopic irrigation/aspiration needle, 16 ga, 5mm x40cm length, in a laparoscopic procedure on (B)(6) 2016, the blue plastic needle housing detached from the device while inside the patient's peritoneal cavity. As reported, the detached needle component was retrieved and removed successfully from the patient's peritoneal cavity. The procedure was otherwise completed with no injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.